Manufacturer narrative:
During a follow-up call with the contact on 11/27/2016 confirmed that a new cartridge was loaded onto the pump successfully and insulin delivery was resumed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 247 mg/dl, which was addressed with a correction bolus. Tandem technical support educated the customer on the proper fill and loading technique. It was confirmed that the customer has manual injections available as alternate insulin therapy.